Manufacturer narrative:
The device was not returned for analysis. It should be noted that the graftmaster rapid exchange (rx), coronary stent graft system, domestic instructions for use, states: note the product use by date specified on the package. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported device expiration issue appears to be related to the use error. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. (B)(4). The device remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a pre-existing free perforation in the mid-left anterior descending artery. A 2.80x16mm graftmaster stent was deployed but did not fully seal the perforation. A new same size graftmaster stent was used to successfully seal the perforation. The second graftmaster stent was used after the expiration date of 01/31/2019. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.